Event description:
Situation: the neonatologist noted that something didn't seem right on a (B)(6) infant in the nicu that was breathing 100 times per minute with a co2 level in the 20's. The day shift respiratory therapist (rt) evaluated the pt and vent and even had a second rt come to troubleshoot. Neither was able to provide resolution to the physician's concerns. When the night shift rt came on, they recognized the ventilator flow-graphics were inverted and discovered that the bifurcated sensor tubing was not plugged in appropriately. Rather than the blue tube being put into the blue plug and the clear tubing being placed into the clear plug it was switched. Once the flow sensor tubing was switched to the appropriate port, the infant's respirations and co2 went back down wnl. Background: the night shift rt had encountered this issue before. The 2 day shift rt's while experienced had never encountered this situation before so didn't know what to look for as the ventilator had passed its check out procedure 2 times when it was set up. Assessment: on this particular ventilator the flow sensor tubing can inadvertently be put into the wrong plug. You have to sort of bend down to clearly see the colors that should match up when plugging in the flow sensor tubing. In many other ventilators, the tubing is manufactured in such a way that the flow sensor cannot be plugged in incorrectly. Recommendation/ response: this situation was reported to the ventilator company with recommendations on how to make the color coding more visible in future renditions of this vent. The manufacturer is investigating how the vent could pass safety checks with the tubing being inverted.